Event description:
It was reported that this inflatable penile prosthesis (ipp) had mechanical issues that led to an in-clinic evaluation. A surgical procedure was performed, during which, a hole in the tubing between the reservoir and the pump was determined. The reservoir and pump were removed, replaced, and connected to the existing cylinders. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.